Event description:
The customer called technical support (ts) reporting that during set up the device alarms battery failed alarm message on screen at start up. The device was being set up for use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided to the patient nor a delay was noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states unit alarms battery failed alarm message on screen at start up, battery date is 2019 and battery connection is good, unit works on ac power but yellow battery charge led does not illuminate, in pneumatics the battery output volts is 9v. The rse advised customer to try swapping with a known good battery, if problems resolves then replace battery, if problem persists replace pm printed circuit board assembly (pcba), provided parts and price.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.